Manufacturer narrative:
Device evaluation summary: during evaluation of the device it were observed some creases in anterior and posterior view, also a tear was observed in posterior view measuring approximately 5.5 cm, additionally an area of shell abrasion was found in the edges of the tear. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device. Shell abrasion suggesting in-vivo folding or creasing of the device, which resulting in a tear at a later date. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with mentor memorygel breast implant 400cc and experienced bilateral rupture post-operatively, which was confirmed by a physician. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 240cc catalog# smpx240, serial# (B)(4) (left) and mentor memorygel breast implant 270cc, catalog# smpx270, serial# (B)(4) (right) on (B)(6) 2019. This report is for the left side device.